Event description:
Customer called on (B)(6) 2011 reporting to customer technical support (cts) that the modular chemistries (mc) crane assembly tubing of a unicel dxc 800 synchron system was leaking. No injury or exposure was reported by the customer. Also no erroneous patient results were generated and no change to patient treatment was attributed or associated with the event. Field service engineer (fse) was dispatched and found the mc sample probe was "completely" clogged. Fse also observed that the mc clot detector was blown and was spraying water from vent port. Fse proceeded to replace and align the probe and clot detector and calibrated the ion-selective electrodes (ise) and mc chemistries. Instrument was running within established specifications and repairs were verified per established procedures.

Manufacturer narrative:
Evaluation - results: mc crane clot detector. Bec identifier for this report is (B)(4).